Event description:
The customer reported that the insulin pump had a crack on the casing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube, reservoir tube lip and missing end cap sticker. The insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk.